Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 1 and 24 hours on the the infusion site (abdomen).

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. It could not be determined when this damage occurred. It cannot be determined if this damage resulted in the device's failure to deliver insulin. Data could not be downloaded from the device. The pcb was removed from the device and powered by an external power supply, but it still failed to pair with the master pdm. The device suffered a total data loss. Excess solder was observed on the pcb, and a scratch was observed on the processor. It could not be determined if this damage resulted in the data loss nor the device's failure to deliver insulin. The bottom and middle batteries' voltages were measured being lower than expected. It could not be determined what caused the drainage of voltage from these batteries nor if this low voltage resulted in the device's failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. It could not be determined when this damage occurred. It cannot be determined if this damage resulted in the device's failure to deliver insulin. Data could not be downloaded from the device. The pcb was removed from the device and powered by an external power supply, but it still failed to pair with the master pdm. The device suffered a total data loss. Excess solder was observed on the pcb, and a scratch was observed on the processor. It could not be determined if this damage resulted in the data loss nor the device's failure to deliver insulin. The bottom and middle batteries' voltages were measured being lower than expected. It could not be determined what caused the drainage of voltage from these batteries nor if this low voltage resulted in the device's failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 1 and 24 hours on the infusion site (abdomen).